Event description:
Int'l affiliate reports there was a need to readjust the pressure of the implanted valve. After reprogramming, the pt's family member noticed that cerebrospinal fluid had concentrated under the skin. The valve was explanted and replaced.